Event description:
Additional information received indicates that the infection at the iead and extension sites have also resolved.

Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-04287, related manufacturer reference number: 1627487-2022-04288, related manufacturer reference number: 1627487-2022-04289, related manufacturer reference number: 1627487-2022-04948. It was reported patient experienced an infection at the ipg and extension sites. On (B)(6) 2022, patient presented that the ER with fluid collection at the ipg site in the chest, confirmed via ultrasound. On (B)(6) 2022 the fluid collection was aspirated and binder fitted to the chest. Reportedly, infection mrsa isolated from the aspirate in the chest wall. Later, patient was admitted to the hospital on (B)(6) 2022 and had washout of the ipg site. On (B)(6) 2022 surgical intervention took place wherein the ipg and extensions were removed to address the infection. The patient was discharged on (B)(6) 2022. Later, it was reported that the right lead wound has dehiscence and the infection spread to the leads. As such, the leads were removed on (B)(6) 2022. The infection was treated with medication and wound care. Reportedly, the infection at ipg site has resolved and wounds have healed up nicely with no redness, ooze, swelling or pain.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.